Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having the ins replaced and initially the new ins was placed in the same pocket as the first, but due to significant weight loss the ins was sitting on the patient's sciatic nerve and causing pain so the patient could barely walk. As a result the patient had a revision surgery and the ins was moved to a higher position, no ins malfunctions were reported. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient went from sedentary to consistent 5 plus mile walking per day and had lost (B)(6). The patient stated before the event they were (B)(6) and currently (B)(6).